Event description:
Customer reported her husband found her symptomatic of hypoglycemia, unresponsive at a time the aviva system gave blood glucose results of 35 mg/dl, hi, which on the aviva system indicates a result in excess of 600 mg/dl, hi, 258 mg/dl, and 80 mg/dl within 10 minutes; same system results of 16 mg/dl and 137 mg/dl within 10 minutes of 80 mg/dl; same system result of 17 mg/dl within 10 minutes of 16 mg/dl and 137 mg/dl. Husband did not treat based on the aviva results, called emt's. Emt meter result 15 minutes after aviva result of 17 mg/dl was 31 mg/dl. Emt's treated customer with glucose injection. A request was made for the return of the system and a replacement was sent.